Event description:
The device was used during laparoscopic appendectomy. Reportedly, the device did not fire and the dlu would not open. Another device was used to finish the procedure. No pt injury was reported.